Event description:
It was reported that the customer experienced a blood glucose (bg) level of 516 mg/dl; cause was unknown. Reportedly, a correction injection was delivered to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.